Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. At the time of this report, no product or photos were received at the investigation site therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that "when a spike was inserted into the rubber stopper of the drug solution bag, liquid leaked from the puncture site". The drug solution bag was an "otsuka saline bag 250ml." The event occurred during patient use at the facility. There was patient involvement, and no patient harm/adverse event reported.